Event description:
Reporter noted six cases of endophthalmitis out on nine procedures from same operating room. Cultured air vent, found staphylococcus epidermis. Three patients cultured staphylococcus epidermis but different strains. Infection noted seven days post-op on third pt. Required vitrectomy. No growth cultured.